Event description:
Pt with lvad, noted in clinic to have multiple pump stoppages. Log files sent immediately and heartmate notified. Pt sent to ER, placed on nongrounded cable. Appears to be short-to-shield. No further stoppages on nongrounded cable. Team is deciding between driveline repair vs. Monitoring on nongrounded cable. I did contact the snf (spoke to the adn) where the vad stoppages occurred, they were unaware of the stoppages, which would have alarmed quite loudly. States her room is close to nurses station and that room doors would be open. Discussed that while the pt has difficulty with memory it would be the staff's responsibility to hear vad alarms.